Event description:
A report was rec'd on 2/2002 from a doctor regarding a pt who had a right eye memorylens implant in 2000. The pt presented for exam in 2002 with an opacified iol "deposits on lens surface & overall gray haze throughout lens". At exam the pt's visual acuity was 20/60 od. The doctor is planning on explanting the lens the next month.